Manufacturer narrative:
(B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd¿ maxguard blood collection device with male luer broke at the connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples, along with retention samples of the incident lot (from bd inventory), were evaluated and mechanically tested and upon completion, all results met release specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has conducted further investigation relating to this issue through a CAPA and improvement opportunities have been identified and are in the process of being implemented. Based on evaluation/testing of the customer and retain samples, all results met release specifications. However, further investigation activities have been conducted through a CAPA and improvement opportunities have been identified. As a result, these improvements are being implemented to help reduce further occurrences. A CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified improvement opportunities in the manufacturing process and as a result, these improvements are being implemented to help reduce further occurrences.

Event description:
It was reported that the bd maxguard blood collection device with male luer broke at the connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: additional information was received regarding the reported material # [mbc6010]. The following information has been updated: describe event or problem: it was reported that the bd¿ blood collection assembly with male luer lock broke at the connection. There was no report of exposure, injury, or medical intervention. Medical device brand name: bd¿ blood collection assembly with male luer lock. Common device name: blood collection set. Medical device type: fmi. PMA / 510(k)#: k172763.

Event description:
It was reported that the bd¿ blood collection assembly with male luer lock broke at the connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: bd is conducting a voluntary medical device recall for multiple lots of the bd blood collection assembly with male luer lock based on confirmed complaints of a breakage in the luer.  This issue could cause the device to leak or break off and get stuck in the fistula needle port rendering the port inaccessible for dialysis. As a result, the patient would need to be re-cannulated with a new fistula needle to obtain their dialysis treatment. Please reference bd recall #: pas-19-1355-fa, associated with res82317.

Event description:
It was reported that the bd¿ maxguard blood collection device with male luer broke at the connection. There was no report of exposure, injury, or medical intervention.